Manufacturer narrative:
Correction h6 field, code a072202 added.

Event description:
It was reported that this electrode exhibited low shock impedances out of range during the manual measurement in the implant procedure. Once the physician closed both incisions completely, the shock impedance value was in range. The physician did not want to shock this patient due to a very low ejection fraction. This electrode was explanted due to the patient did not want the system implanted. No adverse patient effects were reported.

Manufacturer narrative:
Correction h6 field, code a072202 added. The returned electrode was thoroughly inspected and analyzed. The electrode was returned severed approximately 22 cm from the terminal end. Only the proximal segment was returned. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies, only the typical surgery related damage was noted, but is not considered abnormal. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode exhibited low shock impedances out of range during the manual measurement in the implant procedure. Once the physician closed both incisions completely, the shock impedance value was in range. The physician did not want to shock this patient due to a very low ejection fraction. This electrode was explanted due to the patient did not want the system implanted. No adverse patient effects were reported.

Event description:
It was reported that this electrode exhibited low impedances during the manual measurement in the implant procedure. Once the physician closed both incisions completely, the shock impedance value was in range. The physician did not want to shock this patient due to a very low ejection fraction. This electrode remains in service. No adverse patient effects were reported.